Event description:
The customer reported that she was hospitalized due to diabetic ketoacidosis, with blood glucose levels greater than 800 mg/dl. The customer stated that the insulin pump was not delivering her boluses prior to the hospitalization, and her doctor felt that it should be replaced. However, the customer did not have the insulin pump with her at the time of the call. Advised the customer to call back once she has the insulin pump with her so that it can be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.